Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing detailed instructions for resetting the pump, and the caller was guided through this process. After the pump reset, the error code did not reappear, and the caller was able to successfully start their sensor session.